Manufacturer narrative:
Concomitant product(s): product ID :3889-28, lot# va0td0v, explanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated they weighed (B)(6) pounds at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as "noticed it a month or so ago". Other applicable components are: product ID 3889-28 lot# va0td0v implanted: (B)(6) 2015 : product type lead see manufacturer¿s report #3004209178-2017-11621 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient their ins system was replaced because the lead had moved. The healthcare professional (hcp) noticed this had moved about a month ago and did x-rays which showed the lead had moved. The hcp decided to replace the whole device system. It was noted they routed the lead over to the right side and that the ins was put in the left side in the pocket that was already there. There were no further complications reported or anticipated.